Event description:
Product problem: difficulty retracting the jacket. Jacket broke. Pt was reported to have tortuous vasculature. It was reported that there was difficulty retracting the jacket. The jacket broke during retraction attempts. The device was successfully removed and a second device was used. Case outcome was successful.